Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing leading to inappropriate mode switching episodes. Noise was reproducible with isometric testing. The device was reprogrammed. The patient was stable post event.

Manufacturer narrative:
Correction: this supplemental report is to correct patient ID. Correction: this supplemental report is to include the correct patient information. Correction: this supplemental report is to correct the model, serial, lot number, and UDI. Correction: this supplemental report is to correct the manufacturing date.